Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was far r-wave over-sensing causing inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. No changes were made and there were no consequences to the patient.